Event description:
It was stated at the time of the report that one haptic stuck to the right optic during the procedure. Manipulation of the haptic concluded in separation of the haptic from the optic. No complications were reported and the outcome has no significance in the patient''s normal every day life.

Manufacturer narrative:
(B)(6). The lens was not returned for evaluation. At the time of the report, the lens remained implanted. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.